Event description:
It was reported that during a ptca procedure in the distal cx lesion, the takeoff of the cx was at a right angle and an angioplasty alone was planned. The lesion was dilated with poor results, so the procedure transitioned into a stent procedure. The pixel was inserted and inflated; however, during inflation the balloon did not seem to hold pressure. There was dye visible in the distal vessel, distal to the inflated balloon and pressure could not be adequately maintained in the balloon without continually turning the indeflator. The sds reached a maximum pressure of 16 atm and was at 12 atm at the 30 second mark on the deployment inflation, when a picture was taken of the inflation and the patient went into v-fib. The patient was cardioverted at 120j and the rhythm recovered. The vessel appeared open and the stent was adequately deployed. Post-dilatation was not needed and the procedure was completed. This event is being filed conservatively.